Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of finished product device history record (part number 02.107.202, lot number 7031990, work order 3101273) determined that this order met all dimensional and visual criteria at the time of release. Review of the raw material device history record (part number 14065, lot number 6851151) determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented. Review of the respective raw material and finished product DHR files found no irregularities that would have caused or contributed to this condition.

Event description:
Patient was implanted with a va-lcp olecranon plate, two 3.5mm screws and six 2.7mm screws on an unknown date. Patient was returned to the or on (B)(6) 2013 for removal of hardware due to pieces of bone and screws backing out of the locking plate. No information was provided on the revision procedure. This report is 1 of 3 for (B)(4).